Manufacturer narrative:
The field service engineer found that the sample probe was contaminated with unknown see-through material.

Event description:
The initial reporter received questionable crpl3 c-reactive protein gen.3 results on a cobas pro c 503 analytical unit. The initial result was reported outside of the laboratory. The physician questioned the result as the patient had previously had a much higher result. The sample probe was replaced and the sample was repeated. The initial crp result was 20 mg/l. The repeat value was 200 mg/l. The repeat result was deemed correct. The reagent lot and expiration date were requested but not provided.

Manufacturer narrative:
The sample probe was provided for investigation. The investigation determined that the material observed on the probe was not serum separator gel but in fact dried protein from sample processing. The root cause of the event was found to be consistent with pre-analytical sample handling issues.